Event description:
The information provided to sjm indicated the valve was explanted due to aortic insufficiency. During the explant procedure, a tear, which extended from the free edge of the a coronary cusp almost to the sewing cuff was observed. There was no evidence of endocarditis. The valve was replaced with a 23 mm valve was from another manufacturer. Postoperatively, the patient was transferred to the surgical ICU with stable circulatory parameters.